Event description:
The technician alleged that the brakes would not hold when the brake pedal was set. No pt impact.

Manufacturer narrative:
The technician adjusted the brake casters to resolve the issue.